Event description:
New information received indicates that the right atrial lead exhibited noise over-sensing and far r over-sensing.

Manufacturer narrative:
The reported events were lead dislodgement, noise, and far r oversensing. A complete lead was returned in two pieces for analysis. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted. The full helix extension length was measured within specifications. The reported event of noise, and far r oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures, but internal shorting was found due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited electrical anomalies. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.